Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited false elective replacement indicator. The egm revealed noise episodes. The patient reported to have cardiac ablation on that day of the stored noise episodes. A device software download was performed successfully to clear the diagnostics. The patient would continue to be monitored with routine follow up.